Event description:
The user facility during preparation the doctor was trying to fix insertion sheath with arteriotomy locator; however, it was not able to be fixed in the proper way. Additional information was received 17 jan 2024: the procedure performed was a btk angioplasty using a 5 french sheath. After three devices did not work, manual compression was done. The patient was in stable condition.

Manufacturer narrative:
Race: requested, not provided implanted date: device was not implanted explanted date: device was not explanted initial reporter name: unknown phone number: unknown health professional: unknown occupation: unknown a review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to the corrective and preventive action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. An nc and CAPA have been noted for this issue in the past twelve (12) months.